Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during thoraco/lobectomy, the surgeon clamped the tissue of lung, tried to fire the device, however could not. The handle could only be squeezed partially. The surgeon re-stapled over the original staple line by a new cartridge. No injury to the patient.